Event description:
It was reported that the clinical study patient experienced moderate post-operative pain and was administered medication. The event was assessed to be related to the procedure. The device remains implanted in the patient.